Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint confirmed. The evaluation performed concluded that the damage observed on the device also shows that the proximal crosspin is sheared, the nut is separated from the hub assembly, the shaft has been sllightly pulled out of the hub-nut assembly, both locking tube slots are damaged, deep radial scratches on the distal 2" of the locking tube, one tang is broken off of both the locking tube and the shaft, the cutting tip and its associated crosspin are broken off of the distal tip of the flipcutter. This is most likely due to excessive force being applied during use and metal-to-metal contact during drilling, as evidenced by the damage to the cutting tip. A warning label has been added to all flip cutter packages alerting users to the following: " ensure the jam nut is hand-tight by turning clockwise before cutting. Protruding pin should be close to blue hub when fully hand-tightened. Do not cut in reverse mode." Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the flipcutter tip broke off in the tibia after being used on the femur during an acl reconstruction. A small piece was retrieved from the joint space. Patient went under c -arm in post-op, and two other pieces were noticed, one in the joint and one in the tibial tunnel. Patient went back into surgery to retrieve the pieces of the broken device. Only able to retrieve one of the two pieces from the patient.